Event description:
It was reported that increased pacing impedance and oversensing due to noise were observed on the right atrial (ra) channel of the device. During a revision procedure the ra lead was tested on a pacing system analyzer (psa) and measurements were acceptable. The device was reconnected to the ra lead and increased pacing impedance and failure to sense were observed. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of high impedance measurement was confirmed upon review of the device data and tested in the lab. The atrial impedance was confirmed out of range during analysis. After the device was cut open, the atrial impedance returned to normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The impedance anomaly observed in the field could not be reproduced.